Event description:
It was reported that during a procedure at the user facility, the tip of the remb oscillating saw came off of the device. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that during a procedure at the user facility, the tip of the remb oscillating saw came off of the device. After follow up, the account has not provided any further information or details regarding this event. Attempts are still being made to obtain more information. If more information is provided by the account, a follow up report will be submitted.

Manufacturer narrative:
It was confirmed by the service technician during the device inspection, the blade mount on the device was coming apart.

Manufacturer narrative:
Updated executive summary to reflect no additional information provided by the customer.